Manufacturer narrative:
Unknown/ not provided. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who was given an intraocular lens (iol) in his left eye, resulted with a less than satisfactory result. Patient stated that his vision never improved, in fact, he felt worse. Therefore, an iol exchange was done and a standard lens (non jnj lens) was implanted instead, with sutures required. It was stated that the patient was doing a lot better post-explant. The explanted iol was discarded. No other information was provided.